Event description:
During the procedure, a cook maxum biopsy forceps without spike was used. The device was able to be opened prior to being advanced through the endoscope. Once the device was advanced and in position on fluoroscopy, the device would not open. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the forceps shows evidence of damge to the device in the form of a visual misalignment of the forceps cups. The forceps have been returned to the approved supplier for further evaluation. A follow up report will be generated once the approved supplier has provided their evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all reusable maxum biopsy forceps are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.